Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer confirmed that there were no problems with the drawer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system drawers was offline and drawers 2,4,6,8,10,12,14 were not populated. The customer reported that a malfunction occurred while the pharmacy technician was attempting to refill the drawer, which prevent users from retrieving medications from the drawer and caused a delay in the dispensing process. There were no adverse events or injuries reported based on this event.